Event description:
It was reported that, "the surgeon tried to run a 1.6 k-wire through the drill guide. The wire stuck and was not able to be removed. During the attempt to removed, the leg was broken off." There was no adverse consequence to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.